Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update rec'd 10/27/2014 - sales rep reported revision surgery for the left hip. Patient was revised to address cup loosening. The cup is now being added to the complaint. Invoice was located providing part/lot information for the cup. The complaint was updated on: 11/12/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found one additional report against the metal insert. Per procedure, this device is exempt from device history record review. A search of the complaint database found no additional reports for the reported part and lot code combinations. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
UDI: (B)(4).